Manufacturer narrative:
Investigation conclusion: an investigation was performed on retained devices from the reported lot number. Retained devices were tested with qc cutoff standard (25 miu/ml) and clinical high hcg-positive (217.10-228.15 iu/ml) urine samples. Results were read at 3 minutes and all devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. It was reported that 3-4 drops of the patient urine sample was transferred to the test. Per the package insert, transfer 3 full drops of urine (approx. 100 ul) to the specimen well of the test cassette. No further deviations regarding product storage and testing technique were observed. The reported issue was not replicated as retention devices performed as expected. A probable cause could not be determined based on the information available. As stated in the product insert, a first morning urine specimen is preferred since it generally contains the highest concentration of hcg; however, urine specimens collected at any time of the day may be used. Urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Update to section d10: date return was received by investigator was 17 dec 2019. Investigation conclusion: an investigation was performed on retention and returned products from the reported lot number. Retention and returned devices were tested with qc cutoff standard (25 miu/ml) and clinical high hcg-positive (206.17-229.23 iu/ml) urine samples. Results were read at 3 minutes and all devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. It was reported that 3-4 drops of the patient urine sample was transferred to the test. Per the package insert, transfer 3 full drops of urine (approx. 100 ul) to the specimen well of the test cassette. No further deviations regarding product storage and testing technique were observed. The reported issue was not replicated as retention product performed as expected. A probable cause could not be determined based on the information available. Per the product insert, a first morning urine specimen is preferred since it generally contains the highest concentration of hcg; however, urine specimens collected at any time of the day may be used. Urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
The distributor reported false negative results occurring at a clinic. On (B)(6) 2019, a (B)(6) woman presented to the clinic for a scheduled colposcopy. An hcg test was administered with false negative results. The patient had an internal biopsy performed and underwent the scheduled colposcopy. On (B)(6) 2019 the patient called and stated she was pregnant. Although requested, no other information was received. The first patient is represented in emdr 2027969-2019-00596.